Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
The device intended for use in treatment was returned for evaluation, establishing a relationship between the event reported and the device. Visual inspection of the returned device noted that the plastic guide in the dc inlet port is broken. Functional evaluation revealed that the device's battery intermittently fails to charge when the dc adapter jack is flexed due to the damaged port. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Root cause is a component failure. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Event description:
It was reported that the power cord ports of the pumps are broken. No procedure was being performed. No patient involved.